Event description:
It was reported that during the procedure, the surgeon inserted cup, screw and liner. When reducing the hip, the liner had moved, was no longer seated flush. The surgeon removed the liner to confirm the screws were flush and not preventing the liner from being fully seated. The screw was removed and not reinserted as cup was well fixated. A new liner was used, and it mated with the cup successfully. The surgeon felt the liner was bent during removal and there appeared to be no damage to the screw. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.